Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the ac led light would not turn on when the device was plugged in. There was no reported patient or user involvement and no adverse patient/user impact.